Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed that there were reddish material and a hole on the pebax surface. The device was connected to carto 3 system and generator, device features were tested, and device was found working correctly. No issues were found. A manufacturing record evaluation was performed for the finished device number lot 31563453l and no internal actions related to the complaint were found during the review. - concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One qdot micro catheter was received by the bwi product analysis lab with no accompanying information, and was processed. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that there was a hole on the surface of the pebax. As a result, this will be reported to FDA.